Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the tidal volume and minute volume on the ltv 1150 is reading high while ventilating on a patient. The patient was transferred to another ventilator. No patient harm was reported.